Manufacturer narrative:
Device has been returned for investigation. No damage was noted on device. Sensor was connected to service circuit and tested. Reported problem could not be replicated. No fault could be identified.

Event description:
User reported a disagreement in measured flow between two flow probes. There was no patient harm; however, spectrum medical considers this type of event to be reportable.

Manufacturer narrative:
Device has bene returned for investigation. No damage was noted on device. Sensor was connected to service circuit and tested. Results are pending the completion of the investigation.

Event description:
User reported a disagreement in measured flow between two flow probes. There was no patient harm; however, spectrum medical considers this type of event to be reportable.